Event description:
Healthcare professional reported, the patient was experiencing "issues" for two months and band was defiled to 0cc. Patient living in a distant location and the band was repositioned for a large slip. The band remains implanted and will not be returned at this time. Follow-up findings: the issues the patient was experiencing were clarified as having difficulties tolerating solids and liquids.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device was repositioned and remains implanted. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events of band slippage as follows: "band slippage and/or pouch dilation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." "Caution: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "Band deflation may not resolve the dilatation if the stoma obstruction is due to a significant gastric slippage or if the band is incorrectly placed around the esophagus. Band repositioning or removal may be necessary if band deflation does not resolve the dilation."